Event description:
MFR received phone call on 05/11/00 from hosp reporting an alleged product defect with the safety thoracentesis catheters. Md reports that the metal ball inside the distal end of the valve did not create a closed system when the trocar was removed. No pt injury was reported.